Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their insulin pump is alarming compromised force sensor system. The customer's blood glucose level at the time of incident was 123 mg/dl. Troubleshooting was conducted. The customer was advised that the device would have to be replaced and returned for analysis. The customer states they will be monitoring their blood glucose and wait for the new pump to arrive.